Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1: date of submission - 05/04/2016: correction: this complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings while the cgm was in range. Reportedly this issue occurred when the user was wearing the pump and sensor/transmitter on opposite sides of abdomen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/14/2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon appeared in place of cgm readings while the cgm was in range. Reportedly this issue occurred when the user was wearing the pump and sensor/transmitter on opposite sides of abdomen. There was no indication that the product caused or contributed to an adverse event. This is not reportable because insulin delivery from the pump is not interrupted. The alleged product issue is not likely to cause an adverse event this issue has no effect on insulin delivery. The user is also instructed not to solely use cgm technology when making dosing decisions with the pump.